Event description:
As reported: the u-lag screw cutout was occurred. The u-blade has deformed. Revision surgery to bipolar will be planned."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a patient (no data provided) had been treated with above u-lag screw on (B)(6) 2022. The patient allegedly experienced a cut out and was revised with a bipolar hip on (B)(6) 2023. With available information a product deficiency was not determined. Contraindications, warnings and precautions and potential adverse effects are pointed out in the IFU: the rmf considers that a revision surgery due to cut out or medialization is a typical complication of proximal femoral nailing. This harm does not primly depend on the implant. It is mostly caused by the kind of fracture, patient's general condition (osteoporosis), and primly the respective surgical technique. In the case of a cut out an extensive damage of the hip joint would result which has to be treated with arthroplasty. Due to missing medical information ¿ no x-ray provided¿ it could not be determined whether the event actually presented a medialization or rather a cut-out of the lag screw. If more information or the item itself is provided, the case will be reassessed. A cut out, collapse of femur head over the lag screw, is attributed to a patient related issue.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: the u-lag screw cutout was occurred. The u-blade has deformed. Revision surgery to bipolar will be planned.